Event description:
It was reported that stent fracture occurred. The 80% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 4.00 x 28mm synergy xd drug-eluing stent was advanced for treatment using a 6f non-boston scientific extension guide catheter. However, upon entry into the vessel, the guide and the extension guide catheter backed out of the artery with the stent remaining at the ostium. While attempting to reseat the guide and extension guide catheter, the device sheared the stent off of the balloon requiring a vascular surgeon to snare it. The detached portion was removed and the procedure was completed with a 4.0x32 synergy stent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was not returned to the cis (complaint investigation site) for analysis however a photo was provided by the customer. The photo showed a vial containing a dislodged and damaged stent with struts stretched but not expanded.

Event description:
It was reported that stent damage and dislodgement occurred. The 80% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 4.00 x 28mm synergy xd drug-eluing stent was advanced for treatment using a 6f non-boston scientific extension guide catheter. However, upon entry into the vessel, the guide and the extension guide catheter backed out of the artery with the stent remaining at the ostium. While attempting to reseat the guide and extension guide catheter, the device sheared the stent off of the balloon requiring a vascular surgeon to snare it. The detached portion was removed and the procedure was completed with a 4.0x32 synergy stent. No patient complications were reported.